Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) result for one patient sample. The initial result was 0.434 mui/ml. The repeat result was > 10 000 mui /ml with a data flag and with a 1:100 dilution, the result was 11607 mui/ml with a data flag. The results were not reported outside the laboratory. The patient was not adversely affected. The hcg+b reagent lot number was 183183. The expiration date was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration, qc and instrument data, general reagent or instrument issues were not suspected. It was noted the customer was not following the tube manufacturer's recommendation for specimen handling which may have affected the sample quality and contributed to the issue.